Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning was triggered and the polarity switch was detected. It was noted that the right ventricular (rv) lead exhibited oversensing and high impedance. The patient was admitted in the emergency room with the pre-syncope and with probable rv lead fracture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.